Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the lens tore upon insertion. The lens was cut into pieces and removed without any pt injury. The reporter stated that the incident was due to a loading error.